Manufacturer narrative:
The device had a problem related to the damage of an internal component, resulting in the blocking of functionality. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.